Event description:
The customer reported that the knife would not retract, keeping the jaws from opening. Both sides of tissue were resected and the device was removed. Another device was used to complete the procedure without incident. There was no bleeding and no pt injury.

Manufacturer narrative:
Covidien reference #: (B)(6). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.